Event description:
It was reported via repair work order that the head left siderail had a broken timing link causing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.